Manufacturer narrative:
The investigation of vt/vf has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13246: e4 should have been left blank g1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 51-year-old male patient with elective placement was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient had ventricular fibrillation (vf) and was defibrillated, converting to sinus rhythm. The pump was explanted shortly after. It is unknown if the patient's vf influenced the explanting. The patient survived the event.